Manufacturer narrative:
The thermogard ivtm system was evaluated at customer site. The reported complaint of the thermogard ivtm system (serial (B)(4)) displayed system error "air trap" message was confirmed during functional testing. The investigation findings revealed that the root cause of the reported "air trap" message was due to saline fluid on the air trap sensor tunnels in which was caused by a leaking start-up kit. To remedy the "air trap" message, the air trap sensor tunnels were dried out. No physical damage was observed on the thermogard ivtm system during visual inspection. During event log review, no system errors or discrepancy observed. After service completion, the thermogard system passed all functional tests without any fault or issue. Thermogard system is ready for therapy use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
During ivtm therapy, customer reported that the start-up kit (lot #82479) started leaking saline fluid at the male connector (luer) about 3 hrs into treatment. Saline fluid was observed on the patient's bed and floor. The facility nurse stated that the catheter was placed smooth in the patient's left femoral vein with no multiple attempts. The thermogard ivtm system did alarm and displayed system error "air trap" message. Customer tried clearing the error by drying out the console but error persist. Ivtm therapy was completed with another thermogard system along with a new suk. No patient consequence was reported.